Manufacturer narrative:
Investigation has been conducted and conclusions are following. When reviewing reportable events registered during the last five years under brand name sara 3000, associated with the knee support detachment, we have found no other complaint indicating scenario presented above: complete detachment of the knee support during use with the patient. This particular complaint appears to be an isolated occurrence. The knee support is part of the device which helps the patient to keep their balance when being lifted to a standing position by supporting the user's lower legs. Thanks to two rubber silent blocks, the knee support is flexible, to better fit to patient's calves. It was reported that while transferring the resident, the knee support has detached. Arjo technician inspection, performed after the event, indicated both silent blocks to be broken. As reported, the sara 3000 was exposed to excessive moisture due to patient's constant drool. It was found to be possible contributing factor of the failure. According to the device IFU: "caution: although manufactured to a high standard, the sara 3000 and its accessories shall not be left for extended periods in humid or wet areas." Please note that full detachment of the knee support is possible only when both silent blocks fail, which is not likely to happen at the same time. The customer clarified that when he has noticed the first silent block to be defective, he was going to order spare part from arjo, but before he did that, the sara 3000 was used with a resident and the second silent block also failed. Please note that sara 3000 instructions for use (IFU, document number kkx81010m_en rev. 12 from 2016-apr) include information: "a general visual inspection of all external parts should be carried out [...] To ensure that no adverse damage has occurred during use. Warning: if in any doubt about the correct functioning of the sara 3000, withdraw it from use and contact arjohuntleigh service department." Also the preventive maintenance schedule indicates caregiver's obligation to check device for evidence of corrosion every week. Although the initial failure (one silent block broken) was noticed by the customer, the device was not taken out of use, what is against recommendations given in the sara 3000 instructions for use. Therefore, the device failed to meet manufacturer's specification. It was being used in conditions of high humidity, what could lead to faster wear of the parts. It was being used with a patient at the time of the event and by this, played a role in the reported event. No injury was sustained.

Event description:
On (B)(6) 2019 arjo was informed about sara 3000 active floor lift malfunction. The knee pad, part supporting resident's calves, has detached during transfer. The resident remained stable despite failure, supported in the sling. No fall took place and no injury was sustained.